Manufacturer narrative:
Device received for this event is being corrected from ank c/x impl c14/d5.5/l14 catalog # 31010460 to ank impl c14 d5,5 mm /l 14 mm catalog # 31010260. This is a follow up report for this corrected information.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.